Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified erratic readings issue was reported with use of the abbott diabetes care (adc) device. The customer an unspecified adc device scan result, and it is unknown whether the customer noted a trend arrow on the device. The customer experienced a loss of consciousness however, treatment details received by the customer were unspecified. There was no report of death or permanent impairment associated with this event.